Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being in the hospital with high blood glucose the night before. The customer also was severe dehydrated and was treated with an insulin drip. The customer did change the infusion set three times and still got no insulin. The caller stated that the insulin pump was alarming no delivery and had partial display. Troubleshooting was performed, and the time, date, basal rates, or bolus wizard settings were correct.